Event description:
Reporter indicated a vns therapy patient underwent generator replacement due to normal end of service. The generator was returned to the manufacturer and a product analysis revealed the generator was not at end of service. The device met manufacturer specifications and no condition was noted during the product analysis evaluation that would suggest any anomaly with the device. However, a battery life calculation revealed the generator was -1.02 years until the elective replacement indicator would read "yes". Additional information revealed the patient experienced an increase in seizures that was "above her previous vns control." The physician "determined that based on the age of the current vns battery, her increase in seizures was due to lack of voltage and wanted her battery replaced." Good faith attempts to obtain additional information have been unsuccessful to date.